Event description:
Biomed reported that the pca device had "no lock-out" and dispensed all the medication at once. There was no report of patient harm and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Although requested, logs have not been received. A follow up report will be submitted with failure investigation results should the logs be received for evaluation.